Event description:
Pt revised for pain caused by too much anteversion of stem.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that 9 other devices from lot a87by1 have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. Provided info states the stem was put in with too much anteversion causing the pt pain. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.